Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode had pulled and moved this electrode down into their abdominal area. The physician opted to replace this device system with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the electrode pulling and moving down. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this patient with this electrode had pulled and moved this electrode down into their abdominal area. The physician opted to replace this device system with a transvenous system. No additional adverse patient effects were reported.